Event description:
Pt self tester alleging precision issues. Inratio initial test: 0.9, repeat test: 3.4, repeat test: 1.1. Time between each test a few mins. Pt's therapeutic range unk.

Manufacturer narrative:
Investigation pending.